Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal puncture, a mapping catheter was used to map the left atrium. At this point, air bubbles were noted in the faradrive sheath tubing near the handle upon aspiration of the sheath. A farawave pfa catheter was inserted into the faradrive sheath, and the sheath was aspirated again, however, air was continued to be seen getting through the hemostatic valve into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.